Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: multiple no cartridge detected eaw 163 warnings observed in the blackbox. Load step malfunction was duplicated during investigation. During load step, piston pushes up until cartridge is empty. Force calibration failed at 0. A tear was observed on the force sensor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.